Event description:
Patient tested on the suspect device with an inr result greater than 8.0. Lab inr was 4.3. Two days later the same patient tested greater that 8.0 inr on the device and the lab inr was 4.8. The reporter decline a replacement.